Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted on (B)(6) 2025. According to the patient¿s mother, on (B)(6) 2025, the patient was hospitalized due to diabetic ketoacidosis and prior going to the hospital patient¿s sensor already failed. The patient was hospitalized from (B)(6) 2025- (B)(6) 2025. There was no additional information reported about the medical intervention, nor the treatment provided. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but the patient refused to provide the information. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.